Event description:
It was reported that the patient's atrial lead dislodged and was confirmed on x-ray. The lead also had high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.